Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was report the customer experienced a blood glucose level of 49 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer declined further troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.